Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the admin records of one patient were depicted on another patient's chart in mosaiq. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. This is a one-off occurrence of this incidence and the manufacturer has been unable to re-produce the issue to determine the cause. The user tagged two orders for patient a to treat. The medication administration record, used to record the specifics of the medication administration session opened with the drugs from the two correct orders as well as drugs from another order for patient b. The user saw this and saved "in treatment" which created pharmadm records. Later patient a was selected again and this time "select orders to be treated" showed only the two correct orders and they were completed correctly. Patient b was selected later and was also completed correctly.